Event description:
It was reported that during the flush, the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing was permanently kinked where it had been clamped. The following information was provided by the initial reporter: "patient came from the floor to pre op holding, unable to flush IV. Checked tubing and it was kinked where the clamp was on the line. Tried unkinking line where clamp was and unable. Permanently kinked. Worked with it, flushed intermittently. Patient was to have surgery using this line. I find these new catheters a huge safety risk in or.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the flush, the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing was permanently kinked where it had been clamped. The following information was provided by the initial reporter: "patient came from the floor to pre op holding, unable to flush IV. Checked tubing and it was kinked where the clamp was on the line. Tried unkinking line where clamp was and unable. Permanently kinked. Worked with it, flushed intermittently. Patient was to have surgery using this line. I find these new catheters a huge safety risk in or."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.